Event description:
After eye cataract surgery, by phacoemulsification, was done, surgeon and scrub noticed a piece of the blue phaco sleeve on pt's right side of face, material retrieved, eye was clear.